Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The issue was reproduced after the unit was power cycled more than 400 times and tested for several days. It was found that this issue is related to the vxp chip on the digital board. It is recommended to power cycle the unit when this issue occurs since it only occurs at start up. The unit has the most current software for the front and digital boards respectively. The root cause was traced to the failure of the vxp chip located on the digital board. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the camera unit did not function as intended. Further, the procedure was delayed and a replacement unit was available.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the camera unit did not function as intended. Further, the procedure was delayed and a replacement unit was available.